Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was over 300 mg/dl. The customer stated that they made sure retainer ring was in contact. Customer was in emergency room. Troubleshooting for the customer¿s high blood glucose was declined. Customer was in hospital a month ago due to high blood glucose and gastroparesis. The customer¿s last blood glucose reading was 141 mg/dl. The insulin pump will not be returned for analysis.